Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, the patient's lung was punctured. Attempts to additional information but was unsuccessful. The pacemaker remains in service. No additional adverse patient effects were reported.